Event description:
Patient having bilateral augmentation mastopexy and bilateral lateral thigh liposuction. Utilizing lighted mammoplasty retractor with light source. Light source overheated with smell of burning plastic and smoking. End of light cord slighted blackened in color. Both items removed from or and replaced other light source and retractor with no subsequent issues. Light source to be checked out by biomed and lighted retractor sent to sterile processing for decontamination prior to also being checked by biomed.

Event description:
Patient having bilateral augmentation mastopexy and bilateral lateral thigh liposuction. Utilizing lighted mammoplasty retractor with light source. Light source overheated with smell of burning plastic and smoking. End of light cord slighted blackened in color. Both items removed from operating room and replaced other light source and retractor with no subsequent issues. Light source to be checked out by biomed and lighted retractor sent to sterile processing for decontamination prior to also being checked by biomed.